Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6), 2011. (B)(6). 2531779-03/24/2010-003-r animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed the force sensor was out of calibration. Review of the pump download history revealed several large prime volumes were verified in the pump prime history. The pump failed force sensor calibration testing. The load step was initiated during evaluation. The pump dispensed fluid from the cartridge during the load step. During the investigation a 100u filled cartridge was loaded into the pump and the piston detected 65 units. When the pump was opened for further investigation it was noted that the oled and force sensor pins were intact with no evidence of dislodging. The force sensor failed resistance specification with a reading of 24k ohms at 5lbs of force. Evidence of contamination was observed around the force sensor shim plate. During the pump investigation, it was noted that the keypad was peeling below the ok keypad button and the up, down, ok and contrast keypad were intermittently responsive when pressed. It was also noted that review of pump download history revealed that the date/time reset to default settings after a power on reset. When the pump was opened for further investigation it was found that the internal battery component (bt1) was found to be leaking and unable to hold a charge. This is not a reportable malfunction because the user must confirm the date and time on the "verify" screen every time the pump reboots.

Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.